Manufacturer narrative:
Block e1: initial reporter address 1: no.(B)(6) district block h6: imdrf device code(B)(6)captures the reportable event of basket wire detached. Block h10: the returned zero tip basket was analyzed, and a visual inspection observed the sheath at the distal end was bent/kinked. The device was disassembled and found the basket in good condition. Dimensional inspection observed the sheath is stretch. The handle was actuated and move freely, but the basket was not able to open or close due to the stretched sheath. The reported event was not confirmed. Based on all available information, due to the breakage was not determined during the analysis, and neither a related issue with the reported allegation, and the issue was found in their sheath and not in the basket, the conclusion code is determined to be "no problem detected". The time of the event is during preparation, it is probable that some kind of force applied over the sheath caused the stretch observed. Once the sheath got stretch, the basket could not come out of the sheath. Generating the actuation failure caused the sheath to bent/kinked. Therefore, the most probable root cause of the problem found is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteral lithotomy procedure performed on (B)(6) 2023. During preparation, the basket wire was found detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter during a ureteral lithotomy procedure performed on (B)(6) 2023. During preparation, the basket wire was found detached from the basket. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event.